Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the led light and front cover were broken/damaged. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The led light was broken, and the front cover needs to be verified. Visual inspection found damage to main board - all leds on main board broken. The customer's indicated failure was confirmed, and the most probable root cause was traced to physical damage. As a result, the main board was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.